Event description:
On (B)(4) 2013, medwatch uf/importer report (B)(4) was received: the patient is a (B)(6) year old female admitted to (B)(6) on (B)(6) 2012 for a scheduled surgery. The patient had been diagnosed with a retroperitoneal lymphadenopathy. The planned surgery was a robotic assisted peripancreatic lymph node excision. During the procedure to excise the lymph node the surgeon noticed that the cautery hook was malfunctioning. The malfunctioning device was removed. Upon removal of the cautery hook it was noted that part of the plastic casing around the pulley of the hook was broken off. The surgical team immediately began extensive search in the area of the lymph node dissection, underneath the liver and around the porta hepatis, but did not see any evidence of the broken plastic casing. Several attempts were made to locate the missing fragment including creating a hand port in the upper midabdomen. A flat plate kub was taken. The team was unable to locate the missing fragment. The patient remained stable throughout the surgery and at the conclusion of the procedure was taken back to recovery in stable condition.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. The initial reporter returned pictures of the device. Which were evaluated by the failure analysis team: based on the pics, the failure mode is a broken distal clevis. One distal clevis ear is broken off at its base. Clevis ear on conductor wire side is broken off, resulting in dislodgment of yaw pulley. Additional observation is a missing conductor cap. Conductor cap likely detached as a result of clevis ear breakage. Evidence not conclusive, but breakage is likely due to overloading the tip.

Manufacturer narrative:
As part of a legal dispute intuitive surgical, inc. (Isi) received the operative (op) report and other medical records regarding the patient. According to the information in the patient's op report, the patient underwent a da vinci prepancreatic lymph node excision due to retroperitoneal lymphadenopathy. Review of the information provided found no evidence of any further sequelae. The last patient communication was on (B)(6) 2012. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.